Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit failed electrical test fail code -35 and 39 error showing on display. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to verify the reported malfunction. The fse observed a communication issue between the datasettes and the main board. The fse reset the datasettes pcb. The unit was working fine. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.